Event description:
Patient mentioned she had a leaking tubing and cassette at one point in time and wanted extra to be sent with order to have on hand. Lot numbers unavailable. No further information provided. No additional info, details, or dates available. Pump return tracking· information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? No. Is the actual cassette available for investigation? Unknown. Did we replace the cassette? Unknown. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? N/a. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved? Ongoing? Reported to (B)(6) by: patient/caregiver. Reference report: mw5119079.